Event description:
It was reported that the pt was treated in the emergency room for elevated blood glucose levels and ketones.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.